Manufacturer narrative:
The phenom catheter was returned for evaluation within its inner pouch and carton box. As received, the phenom appeared to be separated into two segments. The distal separated segment measured approximately 11 cm and the proximal segment measured approximately 148.5 cm. The distal separated segment was found to be flattened approximately 11 cm from the distal end to the distal tip. The marker band was also found to be flattened. The phenom was kinked approximately 13 to 17.5 cm from the proximal end of the hub. The tubing material at the broken ends exhibited jagged edges, exposed elliptical wire, stretching and necking of the inner liner. The phenom was tested by running an in-house mandrel through the hub. The mandrel was able to pass through the hub and became stuck at the damaged locations. The mandrel could not be inserted into the catheter tip due to its damaged condition. Device investigation is ongoing. A follow-up MDR will be submitted when investigation is completed. Mdrs related to this event: 3012113714-2017-00002, 3012113714-2017-00003.

Event description:
Medtronic received report of phenom tip separation during a demonstration. A sterile phenom catheter was opened for demonstration purposes. A medtronic rep held the catheter by the very distal tip near the marker band and proximal of the distal tip joint, then applied tension to the catheter. The catheter separated near the distal joint. It was reported that the distal tip broke off ¿very easily without any stretching¿. Afterward, a second sterile phenom catheter was opened and it was reported that the same issue occurred. There was no damage to the packaging or evidence of tampering.

Manufacturer narrative:
Based on the provided photos, analysis findings, reported information, the complaint of phenom separation was confirmed. The broken ends of the phenom catheter exhibited jagged edges, exposed elliptical wire, stretching and necking of the inner liner, which indicates that the phenom catheter separated when the tensile strength of the tubing material was exceeded. The damage observed on the catheter body (kinking and flattening) suggest that excessive forced used, subsequently causing the catheter to become separated. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. All products are 100% inspected for damage and irregularities during manufacture.